Manufacturer narrative:
Twelve unused units from the reported lot number 6240029 were received on 09 april 2007 and are currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The tubing is snapping off at the adapter during use.